Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: upon visual inspection of one photo, the following was observed: the photo shows a label with product code ecr60b, lot # 2008020, manufactured date: 2020/08/09 and exp. Date: 2023/08/08. Lot number cannot be review in our system, since our lot number contained a combination of letters and numbers. In addition, the label printing does not comply with j&j standards. Based on the evaluation of the photo this is a confirmed counterfeit, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that the product is possible counterfeit product. The issue was identified by company team when they saw a same coded device was registered under another company. No information on patient impact for the time being.